Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), genital haemorrhage ('sudden bleeding') and autoimmune disorder ('autoimmune disorders') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("been having pain") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, autoimmune disorder, pelvic pain and pyrexia outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, medical device removal, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : genital haemorrhage, medical device removal, pelvic pain and pyrexia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Event autoimmune disorder was added. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and genital haemorrhage ('sudden bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("been having pain") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, pelvic pain and pyrexia outcome was unknown. The reporter considered genital haemorrhage, medical device removal, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : genital haemorrhage, medical device removal, pelvic pain and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and genital haemorrhage ('sudden bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("been having pain") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, pelvic pain and pyrexia outcome was unknown. The reporter considered genital haemorrhage, medical device removal, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report: genital haemorrhage, medical device removal, pelvic pain and pyrexia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.